Manufacturer narrative:
During the site visit, the field service engineer (fse) performed multiple troubleshooting tasks including cleaning and calibrating the sample probe (ln 01g48-04), which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c16000 analyzer, serial number(B)(6), service history revealed a subsequent ticket related to discrepant potassium results, however, a cause for the issue addressed in that ticket has not yet been identified. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem. Also, it provides detailed instructions/illustrations for the replacement of the probe and addresses troubleshooting of elevated and erratic sample results. A 12-month review did not identify any trends for the sample probe regarding the current complaint issue. A product monitoring review of the architect c platforms revealed no systemic issues or trends associated with the discrepant results described in this complaint. Further review did not identify any trends for the architect c analyzer, sn (B)(6), and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of either the architect c16000 analyzer, sn(B)(6), or the sample probe (ln 01g48-04) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated potassium (k+) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2020 initial = 6.67mmol/l / retest = 4.8 and 4.72mmol/l (normal range 3.5 to 5.3mmol/l). There was no reported impact to patient management.